Event description:
Device issue: failure to retract-foot, difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during device removal, although the lever to retract the foot was fully returned to the original position, the foot appeared to not have completely retracted, which caused difficulty removing the device. The device was "manipulated" through the access site for removal. The suture could not be used; therefore, manual compression was applied to achieve hemostasis. There were no reported pt adverse effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.